Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The hcp reported that the patient had his lead wires replaced because he had an MRI ¿and thinks it fried the leads.¿ the hcp reported that they scanned the patient in (B)(6) 2016 and made sure to follow the appropriate scan conditions. The hcp reported that the patient may have gotten another MRI somewhere else in between this time as well, but she wasn¿t sure. No further complications were reported.